Event description:
It was reported that when the device was used during a vaginal hysterectomy, the handle broke on 2nd firing. Another device was used to complete the case. There was no consequence to the pt.